Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient was implanted with an impella 5.5 after removal of an impella cp. In addition, the patient was being supported by extracorporeal membrane oxygenation along with the 5.5. The following day the patient experienced a embolic stroke. No further information was provided.

Manufacturer narrative:
D6b explant date provided. The investigation of the reported failure mode has been completed. No product was received for evaluation. Stroke: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.